Manufacturer narrative:
Code corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Fluoro imaging confirmed the l3 lead had migrated. The patient underwent surgical intervention on (B)(6) 2025 wherein the l3 lead was replaced. During the procedure, the physician intended to replace the s1 lead; however, this lead could not removed from the anatomy due to scar tissue. The s1 lead was cut and remains partially implanted in the patient. Therapy was restored post op.